Event description:
It was reported that the lead exhibited noise. The noise was reproducible during arm movements and deep breathing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.